Event description:
A talent converter stent graft system was implanted into a pt for the emergent endovascular treatment of a symptomatic total occlusion of the distal aorta and iliac arteries bilaterally. The pt was not healthy and had a history of aorto-occlusive disease, and there was no abdominal aortic aneurysm. It was reported that the physician used a fogarty catheter and balloons to remove clot and open the right iliac artery, followed by implanting a talent converter (MFR report #2953200-2011-01405) and an endurant iliac limb (MFR report #2953200-2011-01406), and then performed a femoral-femoral bypass. The intervention was successful; however, the following day, the pt became symptomatic, and the whole aorta, including both stent grafts, was found to have become totally occluded due to the occlusive disease. No kinks were evident in the stent grafts. The pt was taken to surgery, and an aorto-bi-femoral procedure was done; however, the pt did not tolerate the procedure and expired due to multi-organ failure.

Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion, death). (History of aorto-occlusive disease). (Device was not used to treat an abdominal aortic aneurysm). Conclusion: (history of aorto-occlusive disease). (Device was not used to treat an abdominal aortic aneurysm).